Event description:
The hospital reported that they noted the rpm's to be 2400 over the normal flow. They moved the pump into another console with minimum delay in procedure, reported to be approx 15 seconds. The pt was not affected.